Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise die to post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information received notes that the prior programming changes were made. Subsequently, non-sustained lead noise due to post-paced t-wave oversensing was once again observed. Additional programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device continue to exhibit post-paced t-wave oversensing. Patient was asymptomatic. Further programming changes were suggested.